Event description:
Hospital reported that there had been a pump incident and provided the following info: on 4/21/97 12:00 am channel c was set at a rate of 8 mi/hr. At approx 3:00 am the rate on channel c was changed to 9 mi/hr. At approx 4:35 am the pump was observed to be operating at 90 mi/hr. A few seconds later channel c was set to a rate of 9 ml/hr. At 7:45 am the pump rate was set at 0. Pt subsequently expired. Hospital stated they did not expect a problem with the pump would be found. They requested the event history log be downloaded to assist in their investigation of this event.